Event description:
Spray tip came off of the applicator into the surgical wound. The pt was informed and no pain at that time ((B)(6) 2012). Five months post-op, the pt presented to ER with pain; surgeon decided to remove tip. The tibial implant also had to be replaced due to the wear from the tip.